Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported slda appears to related to procedural conditions. The reported patient effects of tr appears to be due to the slda. Tricuspid valve regurgitation (tr), as listed in the triclip system instructions for use, are a known possible complications associated with triclip procedures. The reported serious injury/illness/ impairment was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one triclip was implanted successfully on anterior and septal leaflet. The final tr was grade <1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, it was determined that a single leaflet device attachment (slda) occurred and clip was no longer attached to the anterior leaflet. Per the physician, slda was due to the force of clip while closing. All steps were performed as per IFU. Tr was grade 3 after slda.